Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Robotic hysterectomy- "trocar cracked while being used as camera port. Resulted in insufflation failure." Patient status- "not injured."

Manufacturer narrative:
Investigation summary: the cannula and seal of the event unit was returned for evaluation. Upon inspection, engineering confirmed the cannula had fractured in the z-thread region under the bell area. A piece from the fractured cannula was also returned for evaluation. Engineering was unable to obtain any further details of the procedure; however, the root cause of the damage is likely due to the placement of the cannula clamp from the robot mount. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA. This document represents our final report.